Event description:
Another defib was brought into the pt's room. The pads were not changed. The analyze/charge sequence was again followed (200 joules) and at "discharge" there was again no apparent change in the pt's condition.